Event description:
Complainant alleged that the medics were responding to code blue call for a male pt (age unk) in ventricular fibrillation. The pt had been shocked five times with a laerdal brand defibrilator and patches prior to the complainant's arrival on the scene. Upon the complainant's arrival, he removed the laerdal brand defibrillator and patches, then attached the zoll monitor and multi-function electrodes to the pt and attempted to monitor the pt with the zoll device. The complainant alleged that the device displayed a "check electrode" message in both manual and semi-automatic modes. The complainant checked all connections, but still rec'd the same message. The medics were able to obtain another defibrillator to monitor the pt. The pt susbesquently expired, but the complainant indicated that the pt outcome was not as result of the reported failure.